Event description:
Micro pituitary - surgeon called me from the room asking what it was made out of because the tip broke off n the patient. He was performing a lami-disc, unknown level, through tube. He was able to get the instrument out and broken piece out. The clamp was stripped and would not come off the bed.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned micropituitary was found to be fractured at the tip. The instrument was sent for fracture analysis. Per fracture analysis, visual examination at the macroscopic level revealed that the fracture was located at the distal working end of the instrument which revealed deformation consistent with a static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the micropituitary tip breaking intraoperatively cannot be determined from the sample and information provided. Per fracture analysis, a probable cause of the tip breakage is static overload failure due to unexpected forces applied to the tip of the micropituitary during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.